Manufacturer narrative:
The reported event was confirmed during functional testing and archive data review of the autopulse platform (sn (B)(4)); the root cause was due to the brake gap being out of specification. The archive data was reviewed and it shows a system error 139 (unable to hold compression position) error message occurred on (B)(6) 2017, rather than on the reported event date given by the customer of (B)(6) 2017. The archive also shows multiple user advisories to have occurred on the event date but they are unrelated to the reported complaint. It shows fault 21 (position change does not coincide with motor direction), ua17 (max motor on time exceeded), ua45 (driveshaft not at "home" position after power-on/restart), and warning-1 low battery warning. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. Warning 1- low battery warning message exhibit is due to the battery being in a low power state. Fault ua17 and warning 1- low battery warning message was exhibited due to the battery being in a low power state. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message. This was caused by the brake gap being out of normal range (0.14"). The brake gap was readjusted to specification to remedy the system error 139. After readjustment of the brake gap to specification, the platform was functionally tested including the load characterization check and passed the testing. The platform operated for 30 minutes with continuous compression without any issues or error messages observed. As part of routine service during testing, the platform was examined and found physical damage. The observed physical damage was unrelated to the reported event. Upon customer approval, the component will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
It was observed during shift check that the autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message. There was no patient involvement. No further information was provided.